Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was steered down to the mitral valve, and the clip was opened. An attempt was made to rotate the clip, but no rotation was visible when rotating and translating the cds handle. The cds handle was rotated nearly 720 degrees (clockwise and counter clockwise), but no clip rotation was visible. Approximately 30-40 degrees was released from the m-knob, but the clip still did not rotate. The decision was made to remove the cds with the clip and replace the device. A new cds was used successfully. Two clips were implanted, reducing the mr to 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. A broken/damaged delivery catheter (dc) shaft was observed and the reported difficult to position was confirmed a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to position issue appears to be related to the observed broken/damaged dc shaft. The manufacturing group determined the cause was potentially the result of a manufacturing issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.